Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment and outcome are unknown. No additional information is available.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was due to poor environment/source of water. The same day as event onset, the patient was hospitalized for the event. On an unreported date the patient was treated with unspecified antibiotics for peritonitis which were discontinued 13 days after event onset. At the time of this report, the patient was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available as the reporter declined to provide any further information.